Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after implant, the right ventricular (rv) lead was visualized, and it was noted that the lead pin had not been fully inserted into the implantable cardioverter defibrillator (ICD) header. The pocket was reopened, and the lead was tested. The lead tested within specification, and the physician attempted to place the lead back into the ICD header. It was not possible to fully insert the lead pin, and as such, the ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that prior to visualizing the rv lead, the lead exhibited high/undefined impedances and noise.